Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was damaged and bent, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the pump battery intermittently took longer to charge as a result of the reported issues. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.